Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a sudden drop in blood glucose from 80 mg/dl to 46 mg/dl per bgfs (noted as a jumpy reading). Although the cgm displayed approximately 80 mg/dl, the patient reported symptoms of shakiness. No home medications were taken prior to calling 911. The patient contacted emergency services as a precaution to avoid loss of consciousness. Upon paramedic arrival, bg measured 46 mg/dl, while cgm showed 84 mg/dl. The patient was administered glucose tablets; dosage was not specified during the call. The patient did not seek further medical care and reported feeling fine when paramedics departed. The last bg reading after intervention was not documented in the call. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2025. On 09/29/2025, the patient experienced a sudden drop in blood glucose from 80 mg/dl to 46 mg/dl per bgfs. Although the cgm displayed was reading around 80 mg/dl to 40 mg/dl, from 40 mg/dl to 80 mg/dl (noted as a jumpy reading), the patient reported symptoms of shakiness. No additional patient or event information is available.